Event description:
Patient complained of tenderness over the pulse generator pocket and skin was thin. Because of impending crosion, the pacemaker generator pocket was repositioned with pacemaker battery change due to noncapture. There was blood in the housing of the pacemaker apparently due to a break in insulation. The epicardial lead attached was tested and was adequate but required a higher pacing threshold. The pulse generator was replaced with a higher output unit.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-sep-91. Service provided by: invalid data. Service records available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.